Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected failed battery test alarm noted. The insulin pump monitored for several days and no blank display noted. There was no damage found on the c13 lcd isolation tape noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 165 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.